Event description:
Nellcor received a report that the end user experienced difficult removing the inner cannula from an 8lpc tracheostomy tube. It was noted that the tube had to be replaced. There was no pt harm reported and the tube was replaced without incident.